Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Due to limited information, a definitive root cause was unable to be determined at this time; however, the event could be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 6 years, 3 months and 17 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, it was believed that the hospital was initiating a workup for possible intervention due to suspected valve calcification. Approximately 6 years, 3 months and 20 days post tavr procedure, the fcs was informed that the patient had passed away. The cause of death was not provided. Additionally, no additional information has been provided regarding the workup and possible intervention. Imagery was provided for evaluation. Per review of the imagery, the 29 mm sapien 3 valve measured 27 mm at mid valve (0.5 mm was added for outer diameter). The valve was well expanded at the inflow and outflow. There was calcium on all three valve leaflets. The leaflet motion appears to be restricted. There was evidence of fibrosis between the left and non-facing cusps. There was no hypoattenuated leaflet thickening (halt) or thrombus.